Event description:
Affiliate reported the customer explained that during an x-ray, no pressure control was identifiable. The patient suffered from headaches, therefore, the doctor decided to explant the valve. During the explantation, the surgeon recognized that the cam had detached form the base plate.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.